Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2015-00211 & 3002806535-2016-00175). Product location unknown.

Event description:
It was reported by patient's legal representative that patient underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient alleges the prosthesis is causing material and immaterial damage. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel noted a revision procedure was performed on (B)(6) 2014 due to patient allegations of elevated metal ion serum levels and unknown complications.